Event description:
It was reported a damaged lead was discovered during an implantable neurostimulator revision on (B)(6) 2006. There were no signs or symptoms associated with the event. The lead was "changed out" and stimulation was restored. It was reported on (B)(6) 2012 that one of the patient's leads was not always giving stimulation.

Manufacturer narrative:
Product ID neu_tlock_anchor, lot# unknown, product type: accessory. Product ID 3487a, lot# l65022, implanted: (B)(6) 1999, explanted: (B)(6) 2006, product type: lead. (B)(4). Analysis of the lead found the #2 conductor wire broken 26 centimeters from the distal end (0.3 centimeters from the #0 connector). All conductor wires were severely stretched between the #0 and #1 connectors. The connector was severely stretched on the proximal end. The distal end electrodes were intact and undamaged. The outer insulation was cut and breached. Cosmetic and breached metal ion oxidation (mio) was found on the outer insulation in the connector area. The outer insulation was pinched at the suspected anchor/suture site. The twist lock anchor on the lead was 14.3 centimeters from the distal end. Analysis of the anchor found no anomaly.